Event description:
"There are 2 problems: one: dexcom sensor/transmitter does not consistently provide accurate readings - requiring 911 calls for assistance. When a type I diabetic is alone, sleeping, unable to wake to standard alarms and phone calls, and bs values drops and remain at dangerously low levels (40, lowest value the dexcom device can read). These events occurred in a type I diabetic with a history of many hypoglycemic-induced seizures, all which have occurred upon waking, some necessitating glucagon, some a trip to the emergency room, and some causing a slow return to normal cognition. This history of hypo-glycemic-induced seizures led the patient/family to the new dexcom and tandem technology, but it is not consistently accurate/reliable, raising concerns about its efficacy in preventing significant adverse events in type I diabetics. On (B)(6) 21 the police entered the patient's locked dorm room and assisted by waking the patient and providing fast acting carbohydrate. No additional intervention was required. Two: the tandem pump that communicates with the dexcom devices turns off appropriately but does not stop the drop in bs valuesnecessitating intervention from someone other than the patient (B)(6) 21 (parent), (B)(6) 2021 police/paramedic). On (B)(6) 2021 dexcom device registered approximately 130 from 6-7:30 am. By 8 am the value dropped to 78, pump stopped delivery, 15 grams of carbohydrate was given by parent, thingsstabilized for about 1/2 hour, but then suddenly dropped to 54, despite the pump remaining off (no basal insulin delivery) and no bolus of insulin given for approximately 10 plus hours. Further details - on other occasions, the drop in blood sugar as noted on the dexcom was not accurate (B) (6) 2021). On (bx6) the patient eventually woke to repeated calls and confirmed that the level was not 40, but within an acceptable range. On (B)(6) 2021, the patient did not wake to alarms or phone calls, so police and paramedics were called. Despite the device

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Visit to emergency room is captured on mfg report (B)(4).